Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 9, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Retain and return samples were analyzed for neutralization and dissolution time as well as potential of hydrogen (ph). The samples complied per specifications. Results of retain sample and return samples found comparable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no complaints of a similar nature were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: this follow-up report is to correct the initial submission. The fields below are updated. Section a2, age at time of the event: unknown/not provided. Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a5, race: unknown/not provided. Section d4, catalog number. Section d4, catalog number: 40505ja . Section d6a, if implanted, give date: not applicable as this is not an implantable device. Section d6b, if explanted, give date: not applicable as this is not an explantable device. Section d8, was this device serviced by a third party? No. Section g4, PMA/510(k) number: p850088. Section h6, component codes: 4755 - part/component/sub-assembly term not applicable. Section h8, usage of device: unknown. Section h10, a comment was entered that stated that section b3 date if event was unknown, however june 10, 2021 was provided and entered in section 3. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: date of event: unknown/no information . Manufacturer telephone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Consumer reported using concept 1-step solution to take care of her contact lenses. However, she experienced severe irritation and teary eyes after inserting the contact lenses in her eyes. She tried to take them off immediately, but it was difficult since she felt the contact lenses were sticking to her eyes. It took effort to take the contact lenses out. Her eyes were red. She is certain she added the neutralizing tablet and the solution turned pink. She sought medical attention the next morning. The eye clinic performed a medical examination with a stain solution. The ophthalmologist prescribed cravit and told her to do nothing until the redness subsided. The consumer clarified that her contact lenses were not scratched. The following day, the red eyes and irritation had subsided. She took care of her contact lenses with the same combination of concept 1-step solution and tablets. She inserted the contact lens again in her left eye and again experienced severe irritation in the eye. Consequently, she thinks it¿s the neutralizing tablets that are causing the irritation. On the reporting day, she had bought a new set of tablets to use with the same bottle of concept 1- step solution that she had been using when the irritation developed. However, when she used the newly purchased tablets, she had no problems wearing her contact lenses. No further information was provided.

Manufacturer narrative:
Corrected data: this follow-up report is to correct the initial submission which was missing the UDI information. The UDI should have been provided as follows. Section 4: unique identifier (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.